Event description:
It was reported that during a photoselective vaporization procedure the fiber tip broke at 44,984 joules and 4:38 minutes of use. The fiber tip was not cleaned during the procedure. A second fiber was utilized to complete the procedure with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the metal cap was detached. The glass cap exhibits severe devitrification at output window. The fiber can independently rotate within outer flow tubing. The metal cap exhibits severe charred on surface, and indication of slight melting on output window. Based on the metal cap detachment finding, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed metal cap detachment.

Event description:
It was reported that during a photoselective vaporization procedure the fiber tip broke at 44,984 joules and 4:38 minutes of use. The fiber tip was not cleaned during the procedure. A second fiber was utilized to complete the procedure with no clinical consequences to the patient.